Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy round bumps. The patient's daughter reported the patient scratched his skin and the skin is now scabbed. The patient has a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient was prescribed benadryl cream to for the irritation. The irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy round bumps. The patient's daughter reported the patient scratched his skin and the skin is now scabbed. The patient has a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient was prescribed benadryl cream to for the irritation. The irritation improved. Supplemental report 8/31/2021: submitting report to correct section g4.